Manufacturer narrative:
Pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current test, sleep current test, displacement test and displacement accuracy test at 0.0873 inches. Pump was cut open to perform visual inspection and found a corroded home switch, dried insulin in the motor slide, and evidence of moisture damage on the pcba 1, pcba 2, and force sensor. Pump was successfully downloaded the history files and traces using thus. Pump error 53 (file number 603 line number 6950) alarm was confirmed in the history on 23-jun-2023 at 11:51:34.00 due to the pump transitioned to open loop during home screen creation. Problem isolated to the electronic assembly as per global logic analysis (esf2014801). Pump error 4 was confirmed in the history files on 23-jun-2023 at 11:51:32.00 was due to the motor mcu did not get the response from the main mcu when sent the request. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube). Pump passed all testing and no anomalies were found. Pump error 53 alarm was confirmed in the history files due to a software error. Pump error 4 was confirmed in the history files due to a hardware error. Pump exposed to moisture confirmed on pcba 1, pcba 2, and the force sensor. Pump error 53 happened when the pump transitioned to open loop during home screen creation. As per code analysis, this is sw anomaly. Fixed in 5.1 release. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. ¿select patient information cannot be provided due to regional privacy regulations." Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was worried about the insulin since it did not work, as after filling out the cannula, it was not delivering insulin, and there was no claim of under delivery, so after performing the test and following the procedure to make it functional, but it failed to function. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.